Event description:
It was reported that the icp sensor was placed in the pt and worked fine for 5 - 10 minutes then gave "no transducer detected" message. Surgeon tried using new icp monitor and cord but there was no change. The customer attributes the difficulty to the sensor which failed to provide intracranial pressure readings. The device was left in the pt to perform drainage. A separate sensor was placed in the pt to obtain icp.